Event description:
Per oos, this lead was removed, because the physician felt the pacing thresholds were too low for his liking. The hospital retained this lead. On (B) (6) 2009, both leads were returned to biotronik. Selox sr 53, (B) (4), MDR 1028232-2009-00988.